Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was a brittle diabetic; had high and low blood glucose events. The caller stated that the customer passed away on (B)(6) 2016, in a hospital. The cause of death was pulmonary embolism. The caller stated that this was a sudden death. The caller stated that the customer had heart disease and had two stints in 2013. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors however was not wearing one at the time of death; it was on the dresser. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was returned without a battery installed when received. The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. No cosmetic damage noted. Data analysis: (B)(6) 2016 daily insulin total = 54.050 u; (B)(6) 2016 daily insulin total = 55.950 u; (B)(6) 2016 daily insulin total = 48.600 u; (B)(6) 2016 daily insulin total = 48.200 u; (B)(6) 2016 daily insulin total = 47.900 u; (B)(6) 2016 daily insulin total = 46.300 u; (B)(6) 2016 daily insulin total = 24.450 u.